Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete instructions for resetting the pump and assisted them through the reset process. The pump did not display the cgm error code after the reset, and the caller successfully started their sensor session.